Manufacturer narrative:
Polyclinique les jasmins (tunis, tunisia) reported a potential false negative hsv-1 herpes result on the filmarray me panel after testing a patient csf sample. The patient is a (B)(6) non-immunocompromised male who presented with symptoms of encephalitis. On (B)(6) 2019, a csf sample was collected, tested on the filmarray me panel, and the result was negative for all analytes. The physician suspected an hsv-1 infection and was not convinced of this negative result. The patient's symptoms continued to worsen and the patient became comatose on an unknown date. On (B)(6) 2019, a second csf sample was collected, tested on the filmarray me panel (using a different filmarray instrument), and again the result was negative for all analytes. This second csf sample was tested using the qiagen artus/rotor-gene and was positive for hsv-1 and arbovirus. Based on the qiagen artus/rotor-gene results, the patient was placed on acyclovir and began to improve while still comatose. Additional laboratory testing showed the following results: glucose 0.87, protein 0.99g/l, cl 126, white cells 300, neutrophil polynuclear 10, lymphocytes 90, and red cells 45 ER. The customer reported that due to the initial filmarray me panel result, patient treatment was delayed for approximately a week. The customer also reported 1) a false negative hsv-1 on the filmarray me panel with a known hsv-1 positive patient sample used as an internal positive control, and 2) a false negative hsv-1 result on filmarray with an external positive hsv-1 patient sample from another hospital sample bank when compared with the roche lightcycler® 480 system and associated panel. Biofire has been unable to receive information on the current status of the patient. When asked how the filmarray me panel pouch is prepared, the customer stated that preparation is performed under a biosafety cabinet according to the filmarray me panel quick guide (https://www.online-IFU.com/iti0012). Biofire requested the patient csf sample for additional testing but was informed that the sample was not available. Quality control (qc) records for pouch lot# 376818 (kit lot#0496118) were reviewed. This pouch lot passed qc criteria and was found within specification. No run malfunction was observed and the filmarray instruments (serial# (B)(4)) were working within specification. Based on the information provided, the investigation concluded that the most likely cause of the discrepant result was sensitivity/specificity differences between the filmarray me panel, qiagen artus/rotor-gene, and the roche lightcycler® 480 system. Although each of the previous pcr methods are based on the same principle of nucleic acid detection, differences in chemistry, sample handling, sample type, assay methods, software analysis, cycle cutoff ranges, and other factors can create differences in sensitivity and specificity and ultimately result in discordant results between methods. In addition, the patient samples may have also contained a level of organism/nucleic acid that was below the filmarray me panel's limit of detection (lod). Organism concentrations near threshold may amplify at later cycles not measured by the filmarray me panel and therefore will not be detected. Thus, testing samples with low organism/nucleic acid concentrations may result in discrepancies with comparator methods. The performance of pcr can be affected by the level of genetic material present in the sample, and detection of an organism with a low sample concentration may not be reproducible with repeat testing. Negative filmarray me panel results can occur by the presence of sequence variants or rearrangements in the gene target regions for the respective assay(s), procedural errors, inhibitors in specimens, or infection caused by an organism not detected by the filmarray me panel. According to the filmarray me panel instruction booklet, hsv-1 assay performance in the (B)(6) study (as compared to pcr with bi-directional sequencing) showed a positive percent agreement (ppa) of 100% (95% ci: 34.2-100%) and a negative percent agreement (npa) of 99.9% (95% ci: 99.5-100%) (table 9, https://www.online-IFU.com/iti0035). To enhance performance claims, an archived clinical study was performed and the hsv-1 assay showed a ppa of 100% (95% ci 80.6-100%) and a npa of 99.4% (95% ci 96.5-99.9%) (table 14, https://www.online-IFU.com/iti0035). Note: viral, bacterial, and yeast nucleic acid may persist in vivo independently of organism viability. Detection of organism targets does not imply that the corresponding organisms are infectious or the causative agents for clinical symptoms. The filmarray me panel is indicated as an aid in the diagnosis of specific agents of meningitis and/or encephalitis and results are meant to be used in conjunction with other clinical, epidemiological, and laboratory data. Results from the filmarray me panel are not intended to be used as the sole basis for diagnosis, treatment, or other patient management decisions. Positive results do not rule out co-infection with organisms not included in the filmarray me panel. The agent detected may not be the definite cause of the disease.

Event description:
Polyclinique les jasmins (tunis, tunisia) reported a discrepant herpes simplex virus 1 (hsv-1) result on the filmarray® meningitis/encephalitis (me) panel after testing a patient cerebrospinal fluid (csf) sample. Due to the discrepant filmarray me panel result, the customer reported that the patient's treatment was delayed for approximately one week. Upon investigation, no malfunction occurred and the filmarray me panel system was working within specification. The investigation concluded that the most likely cause for this discrepant result was sensitivity/specificity differences between the filmarray me panel and comparator methods.